Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17525126m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Did not receive any anticoagulation during the procedure. The smart touch bidirectional catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia - right (r-idvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis and a cardiac drain to be placed. The patient's diagnosis pre-procedure was an idiopathic ventricular tachycardia (idvt) right ventricular outflow tract (rvot). During the procedure, the patient developed a pericardial effusion. It was discovered post procedure. A pericardiocentesis was performed and a cardiac drain was placed. They removed 400cc's of fluid. The patient was reported to be in stable condition and transferred to the critical care unit (ccu) for observation. The patient required extended hospitalization due to the overnight cardiac drain that was placed. The patient has since been discharged and has fully recovered. The physician's opinion regarding the cause of this adverse event is that it was most likely the final lesion and not a device malfunction issue. A transseptal puncture was not performed. There were no factors that might have contributed to the event. The generator was set to general parameters: manual mode, impedance cut off was set to 190, spike 40, min 50 (all in ohms). Temperature cut off set to 90, st/sf cut off 40, coolflow 50, ramp 50 (all in degrees). At the time of injury, ablation settings: 30 watts, 120 seconds. Last lesion was 30 watts, 78 seconds and 28 grams of force. The power was not titrated during the ablation. The flow setting was 30ml/min. There were no error messages observed on the biosense webster equipment. The patient